Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in anesthesia, the md was unable to advance the guidewire through the raulerson syringe due to severe resistance. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned a guide wire that was observed to be kinked but intact and within dimensional specifications. However, the raulerson syringe was not returned for analysis. A device history record review was performed on the returned components with no relevant findings. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The probable cause of the guide wire meeting resistance during insertion into the raulerson syringe could not be determined based upon the information provided and without a complete sample. No further action will be taken.